Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when the v60 vent was turned on, an unspecified low priority alarm occurred. The manufacturer representative visited the hospital and identified the alarm was check vent: "primary alarm failed". The unit was not used on a patient when the issue occurred. It was during initial set up.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue of check vent: "primary alarm failed". Speaker#2 was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and then confirmed it operated properly. Check test was performed and then no abnormality was found.

Event description:
The international customer reported that when the v60 vent was turned on, an unspecified low priority alarm occurred. The cause of the alarm could not be detected and the alarm could not be silenced. The manufacturer representative visited the hospital and identified the alarm was check vent: "primary alarm failed". The unit was not used on a patient when the issue occurred. It was during initial set up.